Event description:
It was reported that the lead could not be maintained in position during catheter removal and maintain good pacing threshold. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the lead appeared to have been damaged at implant and the lead was stretched.